Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that cause of the settings not available screen and the high impedances was not determined. The rep stated that the high impedance was resolved the day after implant; the patient said that it was working fine and they were able to increase and decrease stimulation when necessary. It was noted that this information was confirmed with the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that the controller displayed a ¿settings not available¿ message. The rep reported that impedances were taken and contact 13 was showing greater than 40,000 ohms, which they didn¿t use in programming. The rep reported that the highest the patient could go was 8.6ma on program 1 and 8.0ma on program 2. The rep reported that all other impedances were in the 1600-1800 ohms range. It was reviewed to lower stimulation to a value that the patient could still get coverage and that over time as impedances stabilize, the patient might be able to get higher amplitude. Troubleshooting resolved the issue. No further complications were reported.